Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server downtime, device was not immediately going into override to pull medication. A technical support specialist dialed into that station and found the station may have experienced some network-related issue during that time causing the server instructions to go to "critical override" to be delayed. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower had downtime, device did not immediately go into override to pull medication. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.